Manufacturer narrative:
Product complaint (B)(4).additional evaluation summary: a sample was returned for evaluation. During the visual inspection of the sample, no defects were found on the package. The swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement.the manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the opened sample, no suture breakage was found and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lb6526 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. Thoracic surgeon used the suture and it broke in patient. Surgeon was able to locate and remove the device. Surgeon attributed possibilities to using a big needle holder with a smaller, finer suture. There were no adverse consequences to the patient.